Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8782, product type: catheter. (B)(4).

Event description:
It was reported that 24 hours post a catheter revision, refer to manufacturer report # 3004209178-2015-13878 for the revision event, the patient had symptoms of overinfusion. As a result, the patient was admitted to the hospital and their daily dose was reduced from 5mg per day down to minimum rate, 0.060 mg per day. It was noted the dose was to be titrated by the managing health care provider (hcp). A session data report was provided then that showed upon interrogation on (B)(6) 2015 that the pump contained morphine at a concentration of 10mg/ml being delivered at a dose of 2.498mg/day. The report also showed the decrease to minimal rate as well as it was reported. The patient¿s status at the time of this report was listed as ¿alive ¿ no injury¿ and it was not known if the issue was resolved at the time of report. Further information received reported that as of 2015-07-13, the patient was still in the ICU (intensive care unit) but was reportedly no longer on a ventilator. The device system was used to deliver morphine.